Event description:
It was reported that this right ventricular (rv) lead exhibited elevated thresholds and loss of capture. As a result, health care professional (hcp) decided to turn off pacing and beta blockers were adjusted to increase the patient's brady rate. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated thresholds and loss of capture. As a result, health care professional (hcp) decided to turn off pacing and beta blockers were adjusted to increase the patient's brady rate. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated thresholds and loss of capture. As a result, health care professional (hcp) decided to turn off pacing and beta blockers were adjusted to increase the patient's brady rate. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this patient underwent a non-conditional magnetic resonance imaging (MRI) scan. It was noted that pacing remains off. This rv lead remains in service. No adverse patient effects were reported.